Event description:
The patient's parents reported the patient had pain, swelling, irritation and redness at the infusion site. The patient's blood glucose levels rose to 290 mg/dl while wearing the pod on the arm for between 5 and 24 hours. The patient's parents applied an antibiotic ointment prescribed by the doctor for treatment.

Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.